Event description:
The lay user/pt called lifescan (lfs) u.k. In 2006 and alleged that her meter was displaying the apply sample message. The lfs rep spoke to the pt and obtained the following info. The pt was not willing to answer many of the questions; therefore the info provided is limited. The pt was able to test 10 days before the call. She obtained a result of 20.9 mmol/l. (It is not known if the pt had symptoms at the time of this result or if any medications were taken). The following day, at 11:00 am, the pt began to experience symptoms of hyperglycemia. She attempted to test on her meter, but was obtaining the apply sample message. She went to the physician's office and while the pt was there, the paramedics were called. They obtained a result of 40 mmol/l on their meter. The pt was taken to the hosp and given insulin. She was admitted for 12 days. The pt no longer had the meter with her at the time of the call, therefore she was unable to provide any results, with the dates and times (other than the last result of 20.9 mmol/l). It would have been helpful to know the pt's medication regimen and if her medications were adjusted in any way. The pt did not have any supplies to troubleshoot; therefore, the issue was not resolved. This complaint is being reported, as the pt was unable to test on her meter and was later found to have a blood glucose result of 40 mmol/l. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.